Event description:
Note: this report pertains to one of two reported malfunctions which occurred during the procedure event. It was reported to boston scientific corporation that during an ercp procedure (endoscopic retrograde cholangiopancreatography), "slight resistance" was encountered as the zebra guidewire was being advanced across the papilla through an ultratome xl sphincterotomy device. According to the complainant, the zebra guidewire was removed, but it was noted to be intact. A competitor's guidewire was used, however, slight resistance was encountered with this device as well; this wire was removed and also noted to be intact. The competitor's guidewire was replaced with a bsc jagwire precursor guidewire; refer to MFR report #3005099803-2008-06938 for details regarding this device.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date is unknown. According to the complainant, the suspect device is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined.